Event description:
The reporter stated that the female luer lock came off of the pressure line. There was no pt injury or treatment associated with this event. This issue was reported to medex medical by the royal infirmary.